Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a pocket infection 2 weeks after implant. No environmental, external, or patient factors contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). Device information was received. The event date was clarified to be two days prior. It was noted that the patient had pain and swelling as well. The wound was washed out and they were started on i.v. Antibiotics. The wound was settling and the hcp was hoping to put them on longer term antibiotics and leave the ins implanted.

Event description:
Additional information was received from a hcp. It was reported that the infection was worsening and the ins will be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.